Event description:
It was reported that during a da vinci si surgical procedure a fenestrated bipolar forceps instrument hesitates before it burns. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The cautery function of the instrument was tested on a damp paper towel. There were no hesitations before the instrument cauterized. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .072 - .310 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.